Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported adverse event of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the patient presented with low left ventricular ejection fraction (lvef) and disease in the right coronary artery (rca) and the circumflex (cx) artery. The 3.50x48mm xience xpedition stent implant was deployed in the rca and a non-abbott drug eluting stent (des) was deployed in the cx. The procedure was completed without any reported device or procedure issues, and the patient was transferred to recovery. While in recovery, the patient experienced cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed; however, the patient could not be revived, and expired. No repeat angiography or intravascular ultrasound (ivus) was performed, and it is unknown if an autopsy was performed. The cause of death is unknown. There was no additional information provided.